Manufacturer narrative:
(B)(4). This lot was manufactured may 14, 2014 to may 15, 2014. The device was returned containing fluid in its reservoir. Visual inspection showed no signs of physical abnormality. A functional flow rate test was performed and the results were within specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.